Event description:
This is an 81-year-old female that was brought to the center (B)(6) for pta/ath of right sfa d/t known pad with claudication. Her history includes pvd (peripheral vascular disease), claudication, bradycardia, sob, dm (diabetes mellitus), hld(hyperlipidemia), htn, chf (chronic heart failure), cad(coronary artery disease), avs(aortic valve stenosis), and carotid artery disease. Her asa( argininosuccinic aciduria) was 2. The patient was brought to the procedure room (B)(6) where attempted/unsuccessful peripheral intervention of the right superficial femoral artery was performed. During the procedure atherectomy of the sfa(superficial femoral artery) was performed successfully, followed by attempted balloon angioplasty of the lesion. While the balloon was inflated it was noted to have ruptured and was immediately deflated. Upon attempting to remove the balloon it was noted that it had broken, and the distal portion of the balloon was retained in the vessel. Multiple attempts were made to snare and retrieve the balloon but were unsuccessful. At this point the decision was made to abort the procedure and non-emergently transfer the patient to the hospital for right fem-pop graft surgery with foreign body removal. During this time the patient remained asymptomatic, and pulses remained present by doppler. The procedure was then completed without further difficulty, and the patient was returned to the recovery area (B)(6) in stable, pain-free condition. After an uneventful period of recovery, the patient was successfully transferred to (B)(6) hospital (B)(6). Upon review of the hospital chart, it was noted that the patient underwent successful right femoral-popliteal bypass graft surgery and is currently still in hospital for a period of recovery with plans to discharge home soon. Product info: cordis saber pta dilatation catheter 5mm x 30cm x 150cm, ref: 48005030x, lot: 82315958.